Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported.

Event description:
It was reported that on (B)(6) 2024, a biopsy procedure was performed and a system error occurred during the procedure, and the system would not collect any more samples. The customer also mentioned that the system will beep and give an error while it is sitting in a ready status before a procedure. Which is related to the device driver. The procedure was aborted and the patient was rescheduled for another biopsy procedure. A field engineer examined the device, tested the driver, and found no errors during testing. Additionally, the field engineer found that the intermittent error that occurs while the system was in a ready state was another error. Which is related to a communication error between the corlumina and the pc. The field engineer inspected cables and connects, and found the usb cable responsible for this communication was pinched and potentially compromised. The field engineer replaced the usb cable. Additionally, replaced the device driver. Tested system multiple times without error. The system was performing within manufacturer specifications. No additional information available.